Event description:
It was reported that after completion of a da vinci-assisted pulmonary lobectomy procedure, the staple line on the bronchus, where a sureform 45 green reload was fired with a sureform 45 stapler instrument, came undone and caused a hole. The surgeon reported that they tested the staple lines at the end of the procedure and found no leaks or issues. There were no pauses or notifications during the firing of this reload on the bronchus. However, three hours after the surgery the patient developed air leaks. The patient was taken back to surgery on post-operative day (pod) #1. The secondary surgery was performed with a da vinci surgical system. During the second surgery, the surgeon noticed the staple line on the bronchus had come undone. The surgeon used pleura to reinforce the bronchial stump and resolve the complication. The patient was discharged on pod #6. The customer did not report that they wanted to return any products.

Manufacturer narrative:
The stapler logs for this procedure were reviewed. Two stapler instruments were used intermittently during this procedure: a sureform 45 stapler instrument and a sureform 30 curved-tip stapler instrument. The first reload fire of the procedure was a sureform 45 blue reload, followed by two sureform 30 white reloads, a sureform 45 green reload, a sureform 30 white reload, then four sureform 45 blue reloads, and finally a sureform 30 white reload. All ten reloads fired during this procedure were completed, experienced successful stapler clamps, and were fired with no pauses for compression. There were no stapler related errors in the system logs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: b2, h2, annex f, h11. The surgeon of the procedure responded with additional information: the indication for this procedure was lung cancer. The staple line that experienced this complication was used across the bronchial stump. The sureform 45 green reload was fired for the bronchial stump resection; the surgeon specified that they normally use a sureform 45 green reload for this task. A bronchial air leak test was performed immediately after this staple line fire with no leak detected. However, when the patient went to the intensive care unit (ICU) 3 hours later the patient had a 4+ air leak, hence the patient was brought back to the operating room (or) and noted to have dehiscence of the staple line across the bronchial stump. The patient received a secondary surgery, and another staple line was fired underneath the dehiscence and reinforced the mediastinal pleura. The patient's hospital stay was prolonged due to this event. The surgeon reported that due to the early intervention, the patient is doing very well. The surgeon reported that if the dehiscence had not been detected early the patient would have had bronchopleural fistula development with worsening respiratory symptoms, empyema with devastating morbidity and mortality. The surgeon reported that this event was caused by a fault of the sureform 45 green reload.